Manufacturer narrative:
The technician found the trend gas spring was bent and fluid was leaking from it. The technician replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the stretcher will not go into the trendelenburg or reverse trendelenburg position.